Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pin passing 2.4mm trocar 17 guide device broke inside the femoral tunnel during an acl procedure. All material was removed from the patient. A backup device was used to successfully complete the procedure. The procedure was extended by 30-60 minutes. No patient injury or complications were reported.

Manufacturer narrative:
One 7207220 2.4 x 432mm (17¿) trocar passing pin returned. This complaint was used during an acl procedure. This single use instrument is less than one year old. The pin has been broken into two segments. Visual inspection shows damage in several locations along the length and tip of the pin. There are several locations of vertical scratches on the surface that are concentrated at the fracture area. These conditions indicate that the pin was used in a challenging manner. Damage was acquired from contact with another device. The pin has been stressed and snapped indicating force contributed to the breakage. Per IFU: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. The root cause of this event was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.